Event description:
A battery/no power issue was reported with the adc device. Customer was unable to test due to the device not powering on with button press or test strip insertion and as a result, experienced a seizure. Customer was able to self-treat with water after symptoms subsided. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) was returned and investigated with retained strips. A visual inspection was performed on the returned reader, and no issues were observed. The reader did not power on with the button, strip, or universal serial bus (usb) cable insertion. The returned reader was connected to a computer and the reader was not recognized and did not charge. Unable to set time and date and unable to confirm uom (units of measurement). A visual inspection on the returned adc charging cable and adaptor; no issues were observed. Performed a load test on the usb charger and measured 4.98v at 0.55a within the specified range of 4.75v-5.25v. Performed a continuity test on the returned usb cable using a cable tester and no problem was found. The reader was de-cased and visually inspected the pcba (printed circuit board assembly) and observed damage to the usb port causing a poor connection between the usb port pins and the pcba. There was no evidence of other issues with the internal components such as liquid contamination, missing components or a short between components and the pcba identified. Replaced the returned battery with a new unused battery of 3.9v and the reader turns on. It was determined the cause for the customer complaint to be poor connection to pcba caused by damage to the usb port, hence the reader battery will not charge. This damage to the usb port was observed to be caused by the customer inserting and ejecting the cable with excess force. Therefore, this case is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the adc device. Customer was unable to test due to the device not powering on with button press or test strip insertion and as a result, experienced a seizure. Customer was able to self-treat with water after symptoms subsided. No further treatment was reported. There was no report of death or permanent impairment associated with this event.